Manufacturer narrative:
(B)(4). Foreign: south africa. Pictures were provided. The reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgery the extraction tool broke. No known impact or consequence to the patient. Attempts have been made and no further information has been provided. Investigation has been completed.